Event description:
It was reported that during a right epicondyle of the humerus procedure the surgeon inserted screw and washer and was tightening, when the washer bent and the screw head went through the washer popped off. Surgeon tightened the screw down without the washer. Another screw was inserted with a washer and was removed as there was a gap between the head and washer. Surgeon removed the screw and inserted another without the washer and completed the procedure with no large delay, about 10 minutes. This report is on the washer that bent and popped off. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The mfg investigation revealed the inner diameter of the washer is deformed. The visual specification investigation showed that the edge of the inner diameter is deformed in two opposite positions. The damage was obviously caused port-manufacturing and makes a measurement of the relevant dimensions impossible. The kind of damage lets us suppose that the screw was inserted in an extreme angle, which can lead to such a deformation as the area of support is too small. This would also explain the gap between the head and the washer. It is concluded as a device history record and a measurement was not possible this complaint is indeterminate from a mfg standpoint.